Event description:
The needle tip bent upon insertion through very dense breast tissue. Two more needles needed to be manually advanced with great force to be manually advanced with great force to penetrate dense breast tissue. The third needle was left in place, as the tip was bent and could not be removed. The patient was taken to surgery (was already scheduled to be) and the needle was removed during lumpectomy procedure.

Manufacturer narrative:
The sample for this complaint has not been received from the customer, and there was no product left in stock of this lot to review. Our caution statement that is supplied with the product states: rapid advancement of this needle into the dense breast tissue may result in needle bending at the eyelet; advance carefully if resistance is experienced. Once we receive the sample from the customer, we will review it to ensure there is not an underlying manufacture root cause for this defect. This is the first complaint for this product line for this defect and therefore, considered an isolated incident.